Event description:
Caller alleges inaccuracy with inratio, results as follows: date: 2008, inration: 1.2, lab: 2.6. Date: same day, inration: 1.2, lab: 2.6. Date: same day, inration: 1.1, lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table: per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. For all 3 data sets, the inratio values are not within the confidence limits but the lab values are. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.